Event description:
Received a report from a consumer indicating that during removal of a tampon, the pledget "broke in half"; a portion of the tampon pledget separated and remained behind. The consumer was able to remove the remaining piece without incident. No injury reported.

Manufacturer narrative:
We have requested and await consumer's return of product for eval. Lot code info advised by the reporter has been sent to qa for investigation. We await the results.